Event description:
An event involving spinning spiros reported that device detached from a chemotherapy syringe while being connected to a free-flowing saline line. During the detachment, a small medication spill of less than 1 ml was observed. The issue occurred at the time of connection and prior to medication administration. Additionally, staff have experienced issues during normal saline tubing priming, where the spiros connector rotates but does not lock securely into place. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. D4: only di provided as lot number is unknown.